Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent bluetooth connectivity between a dexcom g7 sensor and the ilet, with the prior sensor expired and a replacement failing to pair to the ilet, resulting in difficulty obtaining cgm readings. Symptoms included hypoglycemia with a reported fingerstick value of 45 mg/dl, without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding sensor pairing and connectivity. Investigation of this case revealed a pairing failure limited to the ilet interface with the dexcom g7 and intermittent communication, consistent with a device communication issue between the cgm and ilet. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate user or environmental factors affecting bluetooth communication.